Event description:
The patient reported to the emergency room where their atrial lead was turned off due to loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.